Event description:
Report received from an abbot international affiliate of a nondelivery of medication and air in line distal to the air filter. The report states: "homecare nurse prepared set as per usual protocol. The IV set was connected to a new 500ml bag which had an antibiotic added and connected to the pt's central line (PICC) via a clc 2000. The pump was programmed to administer ancef 2grams IV every 8 hours for 30minutes. In between antibiotic deliveries it would run at a keep vein open (kvo) rate. Two days later when the nurse returned to change the bag, the volume in the bag was 500ml and there was air in the IV line. The nurse noted that the pump display indicated that 490ml had infused and about one and one half inches of air was distal to the air filter on the set. The nurse noted that the clamps were open and the air alarm on the pump was turned off. The pt told the nurse that every 8 hours pt would hear the pump "make the usual noise" indicating that it was functioning, but never noticed that no solution appeared to flow. No adverse effects have been reported to the homecare nurse." Though requested, no additonal info was provided.